Event description:
During a code, the patient was defibrillated 3 times successfully. On the 4th attempt, the defibrillator would not charge and when the defibrillator button was pressed-no shock was delivered. The message on the monitor was "defib not charged". Another zoll was attached and the patient was successfully shocked.